Event description:
It was reported by customer prior to use that the cardiosave intra-aortic balloon pump (iabp) unit had failed safety disk test. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). Due to character limitation in e1 for event site email, the full event site email is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that upon checking the unit cannot replicate issue, no issue found. Return unit to customer for use. The unit passed all functional and safety checks before being returned to the customer.